Event description:
It was reported that the usb port was damaged, causing the pump to not always charge. There was no reported adverse impact to the customer. Customer declined troubleshooting further with tandem technical support. No additional information was provided.